Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: two electronic photos were provided and reviewed. The photos show a guidewire exposed at the distal tip of the catheter and the core wire of the crosser iq noted to be fractured and protruding through a tear on the catheter shaft. One crosser iq ultrasonic cto device was received for evaluation. Upon visual evaluation, marker band was present and undamaged. No anomalies noted to transducer handle and saline hub. An unknown brand guidewire was noted to be loaded to the device; the distal portion was exposed at the distal end of the catheter. An unknown brand sheath was loaded on to the catheter. A tear was noted on the distal portion of the catheter shaft. Material fracture was noted on the inner core wire as it was noted to be protruding the tear portion of the catheter. There was no break was noted on the catheter. No functional testing was performed due to the condition of the device. Therefore, the investigation is unconfirmed for the reported break as there was no break noted on the catheter shaft. However, the investigation is confirmed for the identified core wire fracture and catheter sheath torn as the core wire was noted to be fractured and protruding through the torn portion of the catheter shaft. A definitive root cause for the reported break, identified fracture and tear could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h4, h6 (device, component, method). H11: d4 (unique identifier (UDI) #), h3, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the catheter shaft was allegedly broken after when pulled out of the sheath. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery, the catheter shaft was allegedly broken after when pulled out of the sheath. There was no reported patient injury.